Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that one day post implant, the right ventricular (rv) lead threshold had risen and the r waves had decreased with intermittent undersensing. During the lead revision it was noted that there was a little cut in the lead insulation with some blood ingress under the insulation. It was suspected the cut occurred during lead suturing the day prior. The lead was explanted and replaced. No patient complications have been reported as a result of this event.